Event description:
It was reported that an ilet pump¿s touchscreen was fractured and the screen became unusable, resulting in trouble using the device; the patient reported no injury and will not return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.